Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they experienced a their hba1c levels increasing significantly, which subsequently resulted in a bladder infection requiring hospitalization on (B)(6) 2026. Limited information was provided regarding the specific nature of the device deficiency. Multiple follow-up attempts were made on (B)(6) 2026; however, contact was unsuccessful, and a follow-up email was sent. No further information was provided.